Event description:
It was reported that "the end/tip itself would not attach to the spinal ligament. Capio suture got detached off the needle". Additional information received states that there was no patient harm or injury. The patient's current status is "unknown". The information further states that it is unknown if the device fell into the patient. An alternative device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.